Event description:
Additional information was received. Impedance measurements were confirmed high; all >40.000 ohms. The lead has not been returned yet, but it will be, in possession of the hcp. Information confirmed with the physician / account.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2026- product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 09-aug-2026, UDI#: (B)(4) g2. Foreign: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead in ¿situ¿ showed high impedances on all 8 electrodes. Normal use. No specifications mentioned. No troubleshooting possible due to all electrodes being out of regulation (oor). The lead was explanted and replaced, and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID (B)(6). Lot# serial # (B)(6). Implanted: 2022 (B)(6). Explanted: 2026 (B)(6). Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.